Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient was shocked eight times. The patient was in atrial fibrillation (af). The electrogram (egm) strips were reviewed. A few weeks ago, the right ventricular (rv) lead and other manufacturer's left ventricular (lv) lead impedance measurements dropped. Boston scientific technical services (ts) discussed the possibility of the leads being dislodged and sensing the af. The dislodgement was confirmed and the patient was admitted to the hospital. No additional adverse patient effects were reported. A lead revision will take place. At this time, both leads remain in service.